Event description:
It was reported that the power supply was frayed.

Manufacturer narrative:
No device analysis results are available because the device was not returned. Logs confirm that readings were sent successfully in subsequent days after the event date, thus indicating replacement resolved the issue.